Event description:
It was reported that a spectrum pump would not alarm for an upstream occlusion when an occlusion was present. The customer stated that the pump instead alarmed for air-in-line. Any patient involvement is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.